Event description:
Information from clinical event summary indicates a patient had a prolapse repair with perigee graft in 2008. At approx one month later, she started experiencing urinary stress incontinence. A miniarc sling was implanted in 2009 and the incontinence was resolved.